Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 15 mg/ml (unknown dose) via an implantable pump for non-malignant pain. It was reported that the rep (conferenced on with a physician) stated patient was in for a refill today. The physician stated the patient began feeling withdrawal symptoms 3 days ago and reservoir volume was currently at 0.8ml. Technical services explained lack of pressure from reservoir after 1 ml meant the patient was likely getting less than prescribed rate. The rep also said the patient recently got a medtronic pump and previously had a flowonix pump. The rep/hcp stated at time of the implant, he took out old drug (morph 15mg/ml) and put it in new mdt pump however, the programmer was reading that the pump had in 10mg/ml. The rep confirmed that a different mdt rep assisted with the programming at the time of implant and no longer worked for medtronic so the physician was not confident what drug and concentration were actually in the pump. The physician asked about programming a new bolus after a refill, however technical services discussed system contents removal procedure since no one was confident what old drug was in the pump. Technical services sent rep (who sent physician) system contents removal procedure, and the physician stated he would call technical services back if he had any questions. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that there was no device error. The programmer that was used was unknown as the rep did not work at medtronic anymore. The physician removed all the meds from the pump, catheter, catheter access port (cap) chamber, and internal tubing. The patient was also refilled with % change and concentration that the physician wanted. It was reported that the refill was successful.